Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the up and down arrow buttons were intermittently activating pump functions when pressed. Adhesive was found under keypad button contacts. Unrelated to the button issue, the display lens was peeled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient stated that the down arrow button was not activating pump functions with every press. There was no evidence of misuse of the product and the patient does not clean the pump. There was no reported patient impact associated with this complaint.